Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 4 months. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age and weight were not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a previously unreported abscess at the driveline starting in (B)(6) 2015 that was debrided and drained, but cultures never grew an organism. An infectious process was suspected, but the source was unidentifiable. The patient was placed on chronic suppressive antibiotic therapy that was continued up until (B)(6) 2015 when a second infection erupted, resulting in another abscess. The patient experienced purulent drainage from the driveline and cultures grew mycobacterium abscessus. The patient was admitted and treated with imipenem, linezolid, arythromycin, tigicycline and clarithromycin. The abscess was drained. It was reported that the patient was also diagnosed with thyroid and renal cancer (date not specified) and had substantial weight loss in the last year. The vad coordinator reported that immunosuppression may have contributed to the infectious processes. No additional information was provided.